Event description:
This report is based on information provided by philips remote service engineer (rse), authorized service provider (asp) and with an investigation documented by philips complaint handling. Philips received a complaint on the heartstart xl+ defibrillator indicating that the device cannot pass the therapy delivery test. Based on the results of the analysis, it was determined that the product has malfunctioned and the cause of the reported problem was a defective assy capacitance. The issue was resolved by the replacement of the defective assy capacitance, and the product was returned to service. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.